Event description:
Device report from synthes reports an event in canada as follows: it was reported that during an unknown procedure on an unknown date, three (3) ti matrixmidface 5mm screw heads broke during use. Screws were left in patient. The procedure was successfully completed. Concomitant device reported: unknown screwdriver shaft (part # unknown, lot# unknown, quantity #1); unknown matrix screwdriver handle (part # unknown, lot# unknown, quantity #1). This report is for one (1) ti matrixmidface screw self drilling 5mm. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code corrected to reflect updated event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date, three (3) ti matrixmidface 5 mm screw heads broke during use. Fragments were not retained. The procedure was successfully completed. Concomitant device reported: unknown screwdriver shaft (part # unknown, lot# unknown, quantity #1); unknown matrix screwdriver handle (part # unknown, lot# unknown, quantity #1). This report is for one (1) ti matrixmidface screw self drilling 5 mm. This is report 1 of 3 for complaint (B)(4).